Event description:
The customer reported, system is producing x-rays after the footswitch is released. No patient injury was reported.

Manufacturer narrative:
A ge representative has not yet evaluated the system. (B) (4).